Event description:
The customer reported that when preparing the subject device for use, the bending section was found to be peeling. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed the endoscopic image was blurry due to failure of the charge coupled device (ccd) unit. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found the labels were scratched and peeling. A leak was observed from the rubber adhesive. The rubber adhesive was cracked and sharp, in the c-cover and insertion tube. The insertion tube insulation was out of specification. Error e204 occurred when the insertion tube was manipulated. The angulation in the up direction was low. The control knob movement was loose, and there was tube snakiness when the knobs were turning. There were scratches with a sharp edge on the distal end cap. The adhesive on the objective lens was peeling. The light guide lenses were cracked. The insertion tube had snakiness due to internal elements became stretched and/or shrunk. The light guide tube had buckling. The control body customer label and barcode should be replaced. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.